Manufacturer narrative:
This report is submitted june 7, 2018.

Event description:
Per the clinic, the patient experienced intermittencies and a loss of clinical benefit with device use. The implanted device remains at this time. However, explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device.